Manufacturer narrative:
Investigation of the returned device revealed that the complaint of overheating could not be reproduced, however unit did fail for hand piece sensor fault and then motor stalled. Motor stuck in housing due to leak that caused extreme corrosion inside housing. Insulation on spliced wiring from cable assy to hall board is melted which is evidence of overheating. All 3 motor tacs are shorted out. See attachment under investigation actions for pictures of damaged insulation on wiring. Unit requires non-warranty service and repair. (B)(4).

Event description:
During a knee arthroscopy procedure using a svc repl, mdu, hand cntrl, pwrmx the device motor drive overheated and melted the drape. No harm to the patient. The doctor dropped it soon after he picked it up due to smoke and heat. Backup used to complete case.